Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computed tomography (CT) was performed to evaluate the inferior vena cava filter. The filter was tilted to the left with the apex of the filter abutting the left sidewall of the inferior vena cava. Position of the filter is just below the level of lowest renal vein and not greater than 2 cm. All structures of the inferior vena cava filter were extending beyond the walls of the inferior vena cava with a fat plane demonstrated between the strut and inferior vena cava wall. The greatest degree of separation involved the posterior most strut which were extending 4 mm posterior to the wall. There was no bending or strut fracture identified and also no stenosis was identified. Eventually three months later, the patient presented with right lower quadrant abdominal pain. Subsequent, computed tomography (CT) revealed inferior vena cava filter was in place. Therefore the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.